Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A failure event was observed during analysis. Final analysis notes a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.